Event description:
The customer reported that he was hospitalized twice for high blood glucose levels due to bent cannulas. Once (B)(6) 2010 with a blood glucose reading of 450 mg/dl and again (B)(6) 2010 with a blood glucose reading of 513 mg/dl. The customer's mother did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.